Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir was leaking. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. Customer stated that the location of leak was unknown. Customer stated that there was no liquid coming out of the pump but he stated it smells like insulin and the reservoir looks fine no signs of physical damage but they were expired. The reservoir will not be returned for analysis.